Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one mission needle was returned for evaluation. The returned mission needle was visually examined, a piece of material was noted wedged within the housing lower case and lower cover. The internal spring was inspected via x-ray imaging prior to functional testing, and was found to not be seated correctly. During functional testing, the mission needle was able to prime to 10mm with resistance however unable to prime to the 20mm mark. Therefore, the investigation is confirmed for the reported priming issue. Additionally, the investigation is confirmed for the identified manufacturing issue (i.e., material present within housing). Although the identified glove in the device housing may have contributed to the reported priming issue, the definitive root cause could not be determined based on the provided information. It is unknown whether procedural issues contributed to the reported priming issue. Additionally, operator awareness training was conducted in regards to the identified glove within the device housing. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. H11: h3, h6 (device), h6 (results 1, conclusion 1). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a liver biopsy, the device allegedly failed to prime to 20mm throw. It was further reported that the procedure was completed with another device. There was no reported patient contact.

Manufacturer narrative:
The lot number of the device was provided. The device history records are currently under review. The device has been returned for evaluation. The investigation is currently underway.

Event description:
It was reported that during a liver biopsy, the device allegedly failed to prime to 20mm throw. It was further reported that the procedure was completed with another device. There was no reported patient contact.